Manufacturer narrative:
The device was not returned to olympus and evaluated. The customers allegation was confirmed when the olympus service business center identified that the customer connected to serial digital interface (sdi) 1 cable out on evis exera iii video system center to sdi in on monitor. Port a and b correctly configured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the high definition lcd monitor had no image during preparation for use in a colonoscopy procedure. An additional monitor was on the tower was used to complete the procedure. There was an unspecified delay in the procedure due to the reported event. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon no image occurred due to a problem with the serial digital interface video cable. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No error messages that may have been observed because of the failure. No death, injury, or infection. The reported problem did not affected the diagnostic or therapeutic outcome of the procedure.